Event description:
It was reported that the device restarted during use and that the device was not delivering flow to the patient. There was no patient injury reported.

Manufacturer narrative:
The log file of the affected device was made available and analyzed for the investigation. Based on the log file analysis it could be confirmed that the infinity v500 ventilation unit performed a restart on the (B)(6) 2023 at 6:29 pm. A faulty pba m16.2 (therapy control module) was identified to be the root cause of the event. After successful restarting the ventilation unit, the ventilation was resumed and the alarm message "ventilation unit restarted" was posted on the cockpit. The customer was recommended to replace the pba m16.2 including the cf card prior to next patient use. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit v500 would be triggered. A restart sequence of the ventilation unit may last up to 8 seconds. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. After three ineffective restarts, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified on a detected internal deviation; it performed a restart to mitigate the internal deviation and posted appropriate alarm messages to inform the user about the problem. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.